Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported to the sales representative by the physician that a patient has filed suit against him. "The allegation is that he was sized improperly at his original implant causing it to be necessary for him to have a revision surgery. The physician did not reveal the patients name but did note that his partner who performed the revision surgery did put in the same size device as was originally implanted." At this point patient information and details regarding when the procedures were completed was not provided. "There are no allegations against the product or company and the patient is not in need of further medical intervention." Additional information received states the device was suspected of being too long, but the device was replaced with another device of the same size. There were no patient complications or device malfunctions associated with this event. No further intervention was required.